Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that following an intraocular lens (iol) implant procedure, the patient experienced nearsightedness. The iol was removed and the event resolved with treatment. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in device evaluated by MFR?, evaluation codes and additional MFR narrative.. Evaluation summary: the product was not returned. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).